Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age and identifier not known ) on (B)(6), 2010. According to the complainant, during preparation, while attempting to plug in the reservoir and the heater canister to connect the cassette, it was noted that the heater canister was "glowing". As it continued to "glow", the control unit was shut down and it was observed that the heater canister had partially melted. The procedure set was then removed and another procedure set was used to complete the procedure. Although several attempts have been made to obtain additional follow up details, there is no further information regarding this event. There no were no patient complications reported and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been returned but the device evaluation has not yet been completed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. Once the product evaluation has been completed, if any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age and identifier not known ) on (B)(6), 2010. According to the complainant, during preparation, while attempting to plug in the reservoir and the heater canister to connect the cassette, it was noted that the heater canister was "glowing". As it continued to "glow", the control unit was shut down and it was observed that the heater canister had partially melted. The procedure set was then removed and another procedure set was used to complete the procedure. Although several attempts have been made to obtain additional follow up details, there is no further information regarding this event. There no were no patient complications reported and the patient's condition at the conclusion of the procedure was reported to be "fine"

Manufacturer narrative:
The device was returned and as received, there was no physical damage or imperfections observed during the visual exam of the tubing harness and connectors, cassette, and reservoir. The following observations were documented; the canister is warped and crystallized, the heating rod is blackened, the thermistor housing appears to be melted, and one of the thermistors is blackened. A functional test was unable to be performed due to the condition of the dhc. A DHR review was performed and no anomalies were noted. The root cause for this complaint is "undeterminable".